Event description:
It was reported that the patient had an original implant surgery of radial head prosthesis in (B)(6) 2014. The patient had been experiencing pain. X-rays taken showed that the head was backing off of the stem. The revision surgery was done on (B)(6) 2015. The surgeon was unable to remove the screw from within the radial head and the screw broke off into the titanium stem. The head was brought out and the stem was unable to come out due to the screw breaking off. There was a 30-45 minute surgical delay. The stem was left in the patient. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown screw from the radial head. Unknown as no part or lot numbers were provided for this complainant screw. Screw broke during the revision/explant procedure. The stem remains in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.